Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. Based on the file review, no further escalation is required per (B)(4). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Conclusion: metal shaving was bridged between two crimping pins of the keypad connector is the main cause of error 21.6020. Rework: recommend replacing keypad assembly. Disposition: route to service for normal process.